Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital due to tia and heart failure symptoms. The hospital staff suspected pump thrombus. Per additional info received, the pt was discharged to home on lovenox. The pt remains ongoing with the lvad.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.